Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The architect analyzer generated an initial ca 19-9 result of 62.8 and a repeat ca 19-9 result of 11.48. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 29274m500 and acceptance criteria were met. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.